Event description:
During a laparoscopic procedure, the surgeon noticed that the tip of the product was burnt. Surgeon removed the product and thoroughly examined the patient to ensure there was no damage to the surrounding organs and tissues.